Manufacturer narrative:
Received two (2) used partial list# b33407, 118" (300 cm) appx 9.2 ml, transfer set w/anti-siphon valve, 3-way stopcock, microclave®, 0.2 micron filter, luer lock, smallbore bifuse ext; lot# unknown. The filter was cut from the sample. Residue was observed on the filters showing evidence of a previous leak. The reported complaint of a leak could be confirmed. The returned sample was observed to have residue on the filters showing evidence of a leak. However, during testing a leak could not be replicated. The probable cause could not be determined. A device history lot# review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a 118" (300 cm) appx 9.2 ml, transfer set w/anti-siphon valve, 3-way stopcock, microclave®, 0.2 micron filter, luer lock, smallbore bifuse ext where the customer reported that there has been leaking at the filters on and off the last few months. The event occurred during patient involvement/administration of an unspecified chemotherapeutic agent. The product was not reprocessed or re-sterilized prior to use and it was contaminated with biohazard or chemotherapeutic agent. There was patient involvement, and a delay in therapy but no adverse event and no one was harmed as a result of the reported event.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.